Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that insulin pump alarmed for power error detected. Customer¿s blood glucose was 111mg/dl at time of incident. Customer states that internal power source in the pump is unable to charge and notification light did not immediately stop flashing. Customer advised to monitor the pump and call back if issue occur again. Insulin pump will be return for analysis.

Manufacturer narrative:
The device passed the displacement test. Sleep current measurement and active current measurement within specifications. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage and confirmed power error 25, low battery alarm due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. The device received with cracked retainer, cracked battery tube threads, cracked case at battery tube side.